Event description:
It was reported that the device was used during a low anterior resection. The device fired malformed staples. In order to remove the device from the bowel, the device was resected from the tissue. A hole was noticed in the bowel after the device was removed. Surgical time was extended four hours to repair the bowel and reanastomose with another device.